Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient. There was no delay to therapy noted. The manufacturer's field service engineer (fse) was dispatched to the site and was able to duplicate the reported issue. It was confirmed that the upper left-hand corner of the touchscreen is unresponsive. Calibration was performed and it did not resolve the issue. The fse replaced the touchscreen and calibrated to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.